Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation,  powered on the evo device and noted that the device immediately alarmed ventilator inoperable. Retrieved and reviewed the event log and noted errors. Then used commands to unlatch the error, and now the device will power up without the ventilator's inoperable alarm. Then started and ran therapy for approximately 10 minutes, and then retrieved and reviewed the event log, and the error did not reoccur. Then performed post-testing of the evo device on the trilogy evo multifunctional test station and passed all testing. Then ran therapy again over night for approximately 19 hours, and the device operates as expected. Then post-tested the device again and passed all post-testing a second time. Concluded that the evo device operates as designed after the error was unlatched. Sections d1, d2, d4, and g4 were captured incorrectly, and h4 was miscaptured in the previous report. It has been corrected and updated in this report. In this report, sections d9, g3, h3, and h6 have been updated.